Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 10 seconds, however it ruptured in the middle part a pinhole form upon second inflation at 6atm for 10 seconds. The device was removed from the patient's body without any problem using the normal method. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was noted beginning approximately 4mm proximal of the distal markerband and extending approximately 3mm proximally across the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a kink in the shaft of the device located approximately 140mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive force being applied to the device. No other issues were noted with the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm for 10 seconds, however it ruptured in the middle part a pinhole form upon second inflation at 6atm for 10 seconds. The device was removed from the patient's body without any problem using the normal method. No complications reported and patient was in good condition post procedure.